Event description:
A technician reported that three and a half months after bilateral lasik surgery, the pt reported that both of her eyes felt dry. The pt was unable to return for follow up exams and will be seen by another doctor closer to her home. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).